Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hrs. Expiration date and lot number unknown. Complainant part is not expected to be returned for manufacturer review/investigation. State, (B)(6). (B)(4) used to capture: the reported event required medical/surgical intervention to preclude permanent damage to a body structure and for bone atrophy (bone disorder). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date post-operatively, a bone atrophy was observed around proximal locking screw. Originally, the patient was implanted with an unknown variable angle locking compression plate (va-lcp) two-column volar distal radius plate and locking screws on an unknown date. It is unknown if a revision surgery will be performed. Concomitant device reported: unknown va-lcp two-column volar distal radius plate (part #: unknown, lot #: unknown, quantity: 1). This complaint involves an unknown number of devices. This report is 1 of 1 for (B)(4).